Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), which was implanted six months ago, displayed middle of life 1 when interrogated. Upon intewrrogation there were 150 non-sustained events, and 0% pacing. The device is performing monthly capacitor reforms. A save to diskette was sent for analysis which confirmed the device was depleting prematurally.